Event description:
It was reported that the patient experienced pain and a "bloating" feeling in the bladder. The pain was not affected by changes (i.e. Reducing and turing off) in the stimulation. The pain was not like the overstimulation the patient had experienced in the past when going through a security gate. There was no known related incident or accident reported. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).